Manufacturer narrative:
The tech replaced the foot end casters to repair the stretcher.

Event description:
Info received indicates when the brakes are applied, the foot end brake casters would continue to swivel. The head casters were fine.